Event description:
Received letter from customer's attorney slating that customer passed away from kidney failure and a heart attack while wearing a defective infusion set. Custoemr was in intesive care for six days. Nothing further mentioned.